Manufacturer narrative:
Describe event or problem, patient codes, and device codes updated. (B)(4).

Event description:
It was further reported that stent thrombosis occurred as per adjudication.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08302. (B)(6) study. It was reported that the patient died. In (B)(6) 2013, patient's clinical status assessment identified qualifying condition as stable angina and abnormal stress test or imaging stress indicative of ischemia prior to index procedure and the patient was referred for elective cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was located in the proximal right coronary artery (rca) with 80% stenosis, a length of 12mm, and a reference vessel diameter of 3.5mm. The lesion was treated with pre-dilatation, placement of a 3.50x12mm study stent. Following post-dilatation, residual stenosis was 10%. Target lesion #2 was located in the mid rca with 90% stenosis, a length of 12mm, and a reference vessel diameter of 3.00mm. The lesion was treated with pre-dilatation and placement of a 3.00x12mm study stent. Following post-dilatation, residual stenosis was 10%. One day post procedure, the patient was discharged with dual antiplatelet therapy. On (B)(6) 2016, the patient expired and the cause of death is unknown.